Manufacturer narrative:
Two actual samples were received for evaluation. A visual inspection was performed under the microscope which revealed a reddish colored particulate matter in the needle syringe of the samples. The calcium chloride vial and the reddish pm inside the needle syringe were inspected under a microscope. The pm inside the needle syringe was of similar color, texture and shape as the missing segment from the calcium chloride vial stopper puncture site. The reported problem was verified. The cause of the particulate matter was found to be due to stopper coring; however the cause of coring was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a reddish colored particulate matter was observed in the needle syringe of two floseals. There was no patient involvement. No additional information is available.